Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 15848680. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15834849/15827526.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced with MRI compatible device due to high impedances, which was likely cause by the use of splitters. The patient was doing well postoperatively. All device components were explanted and will not be returned.